Event description:
A hs3000 high voltage circuit board, p/n 280-094-00, was returned from lmcanada with a complaint of "will not charge up". The complaint was verified by a laerdal service technician who reports that the test unit, with this board installed, timed out without completing the charge and did not prompt the user of a problem.